Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2018, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient stated that they started out with morphine in the pump. They thought it wasn't working right, so they switched the patient to dilaudid. But it ended up that the patient's "catheter was messed up". A year after they put the catheter in, they went back in and confirmed it wasn't working right.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (unknown concentration at 0.7989 mg/day) and dilaudid (unknown concentration at 2.397 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient's pump was not working from (B)(6) 2018 to (B)(6) 2019 when they did a revision. The pump was working beautifully at the time of the report. When asked for clarification the patient didn't know what the issue with the catheter was, she said "it had something to do with the catheter, they had to fix something with the catheter, something to do with around the connection point or something." All she knew was they did a revision and it worked better now. The patient was redirected to bring her concerns to her hcp. No further complications were reported.